Event description:
Received new acuvue® oasys® with hydraclear® plus 24-packs (senofilcon a) contact lenses 2 months ago. Since then, I have experienced persistent issues with the lenses. They constantly (every hour or so) get blurry and smudged despite me doing absolutely nothing to contribute to this. I take them out, clean them with solution, and put them back in, but then it happens again an hour or so later. It feels like I have something in my eye/on my contact lens. When I take them out of my eyes, I can see what appear to be "smudges" on them. However, the smudges disappear after I rinse them with solution, but only for an hour or so and then they come back. This is also extremely irritating to my eye itself, is causing headaches due to the blurred vision, itchiness (similar to allergies), and is greatly interfering with my ability to work and drive. Eye drops for contact lenses do not help at all with this issue. I have tried throwing away the problem lenses and putting in a different one from the pack, but it happens with every single one of them, both right and left lenses. This is extremely disruptive to my life and is not a problem with the "fit", nor is it user error, as I have worn contacts (acuvue oasys brand specifically) for almost my entire life. I see that there are over 60 complaints logged from this year alone for these contact lenses, so it appears as though it's a manufacturing issue at this point. I noticed that these lenses look different than the "same" lenses I have been wearing for the last 20+ years; the blister pack is now a teal color vs the blue color it was. The lenses themselves also feel thinner than my old ones. Right eye box has a manufacture date of 10/24/24 with an expiration of 10/01/29; box lot# v00blzv 0g5; serial (B)(6). Left eye box has a manufacture date of 10/20/2024 with an expiration of 10/01/2029; box lot# v00b77c 0l8; serial (B)(6). Pt codes: 2137, 1880, 1943, 1907, 4545. Device codes: 4048, 2978. Ref report: mw5181068.